Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. It was reported that the probe of the subject device fell off. The fragment of the probe was retrieved. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01403 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on october 31, 2017, omsc confirmed that the probe of the subject device was broken at 15 mm from the distal end. The broken probe tip was not returned to omsc. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The device history record for the lot indicated no abnormality with the event-related items. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred since the user output the device in seal & cut mode contacting with metal or surgical instruments. The crack developed with the scratch as the starting point when the user output in seal & cut mode or grasped the tissue. Besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.